Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the distal portion of the driveline was not returned.evaluation of the sealed inflow conduit and sealed outflow conduit revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-(B)(4) also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended.although the report of pump power elevations was confirmed through an evaluation of the submitted system controller log file, no device-related issues were identified during the investigation of the returned pump and a specific cause for the pump power elevations could not be conclusively determined. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump power elevations were noted during reviews of the system controller log files over an unspecified period of time. A ramp echocardiogram was reportedly positive; no specific information was provided. There was no reported increase in the patient's lactate dehydrogenase levels. The patient was put on high urgency status for heart transplantation. Approximately 8 months post implant, the patient received a heart transplant. No further information was provided.